Manufacturer narrative:
There was no report of any malfunction of an intuitive system, instrument or accessory. The customer reported a post-operative wound infection.

Event description:
A patient in a study underwent a da vinci assisted pulmonary segmentectomy surgical procedure on (B)(6) 2025. The procedure was completed with no complications, and no malfunction of the da vinci device, instruments or accessories reported. A chest tube drain was inserted after surgery as per standard of care and removed the following day. The patient was discharged home on (B)(6) 2025. During the 30-day follow up consultation, the patient reported that on (B)(6) 2025, 10 days after discharge, redness, pain and swelling around the wound area was observed; the patient did not experience a fever. The patient was seen in clinic on (B)(6) 2025 and was prescribed clarithromycin for the wound infection. The wound was reported as healed and resolved on (B)(6) 2025. The study investigator designated the event as non-serious, moderate in severity, clavien-dindo grade ii, not related to a da vinci investigational device, not related to the patient's underlying disease status, but possibly related to the study procedure.